Event description:
A (B)(6) male pt's nurse called zoll customer support to report that the pt's monitor would not power on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been investigated. Upon investigation, the monitor would not power on properly. The cause was extensive corrosion on the computer/analog board and the tabletop board. The root cause for the corrosion was unable to be positively determined, but was likely ingress of an unk liquid. No adverse event resulted from the corrosion. The pt received a replacement monitor.